Manufacturer narrative:
Patient age and dob requested but not provided, however, the customer stated the patient was an infant.

Event description:
It was reported that during a quad-fuse infusion of midazolam at an unknown rate, and 100ml of d10%/heparin 1unit/ml at tko via cvp, an unspecified medication leaked while in use in the nicu. Although requested no further details or information was reported by the customer.

Manufacturer narrative:
Concomitant medical products: 2426-0007; mz9283; cvl; td unk. The customer report of a tubing set leak was confirmed. During visual inspection fluid residue was observed at the engagement between filter extension set and quadfuse components; also the engagement of one of the extension sets (not labeled) and quadfuse components were not fully connected functional testing was performed on the as-received samples by attempting to reprime/push fluid through in which further inspection observed leaks from only two areas- at engagement between extension set (not labeled) and quadfuse components (even with components further secured); and entrance of the standalone mz1000-07 valve attached to the set labeled midazolam. Further testing of the leaking valve components by submerged pressure testing noted leaking of air bubbles. Inspection under microscope of each of the tops of the leaking valves observed a microchannel/scratch within its interior diameter. The root cause of the microchannel which creates a fluid path is due to an equipment error during the inspection and testing process during final manufacturing assembly of the maxzero component.

Event description:
It was reported that during a quad-fuse infusion of midazolam at an unknown rate, and 100 ml of d10%/heparin 1 unit/ml at tko via cvp, an unspecified medication leaked while in use in the nicu. Although requested no further details or information was reported by the customer. There was no report of patient harm.